Event description:
A report was received that the patient had difficulty charging her ipg. The patient underwent a lead and pocket revision. After the revisions, the patient is reportedly doing well and is able to charge her ipg.

Manufacturer narrative:
Device remains in patient. This is a final report.